Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that shortly after completing a software update on the pump, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 160 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.